Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged resulting in the cartridges being difficult to load and sometimes not being recognized during the load process. The customer continued to use the pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.